Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon went to implant the liner into the cup and it would not seat. The surgeon was able to seat another liner of the same size using a rim impactor.

Manufacturer narrative:
Other devices used: catalog #00885100832, continuum vivacit-e neutral poly liner , lot #63043659; catalog #00875704800, continuum shell, lot #63063074. No devices or photos were received for the liner and shell that were implanted. Accurate dimensional evaluation of the returned liner could not be performed as the device was autoclaved prior to return to zimmer. A gouge/indentation was noted on the external surface of the returned liner. Review of device history records identified no deviations or anomalies in the manufacturing process for lot codes associated with the reported liners and shell. Based on information provided, a definitive root cause cannot be determined with certainty for the implanted devices. A functional check was performed with the returned 32 gg liner where the liner was impacted into a similar compatible zimmer trilogy it shell. This shell has an identical internal geometry as the continuum shell. Recommendations per surgical technique were followed. It was confirmed that the devices mated appropriately and the liner seated flush with the shell. The information provided indicates the use of the rim impactor. The surgical technique recommends the use of an appropriate size dome impactor. The reported complaint of inability to seat the liner could not be confirmed. The observed damage on liner indicates a potential cause of mal-alignment with the shell. A specific cause for the reported issue could not be determined.